Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that there was difficulty recharging they were unable to charge. Troubleshooting was not being done; they were inquiring about the next steps for the patient. The patient needed a new physician as their previous physician had moved. No symptoms were reported. The last successful recharge was about six months ago, in (B)(6) 2015. The patient had not tried charging or using a different charger since that time. Indication for use included spinal pain, and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.